Event description:
It was reported that the device was unable to pace. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device sensed low intermittently. The price quotation for repair was rejected by the customer, so the device was returned to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.